Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the following: the reported event was not reproduced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Cv malfunction error (b40) occurred. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the device by omsc confirmed the followings; a combination of clv-190, maj-1941, and maj-1933 sent from the user facility was inspected, but the reported event was not reproduced. However, after turning the device on and off about 40 times, the endoscopic image on the monitor became dark and the text information on the monitor disappeared. Omsc replaced a circuit board of the device and this event was resolved. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the cv malfunction error (b40) was caused by the defect of the circuit board. The circuit board may have failed accidentally. If additional information becomes available, this report will be supplemented.